Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with diagnosis of lumbar stenosis, degenerative disk disease ; spondylolysis ; degenerative disk disease (dod} ; low back pain ; left subclavian stenosis ; lumbar radiculopathy and underwent following procedures: fusion posterior lumbar l3-s1 using rods , screws and locking caps, putty . Posterior instrumented fusion l4-s1 with rhbmp-2 local allograft bone and demineralized bone matrix. L5 gill procedure and partial l4 laminectomy, partial facetectomy and bilateral foraminotomies l4-5 and l5-s1. Per op-notes, ¿..placed our bone graft which consisted of rhbmp-2 local allograft bone and demineralized bone matrix. ..¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.